Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The download data showed that the pod completed both priming sequences in an expected number of pulses. The pod delivered 476 pulses before deactivation. No damages or deficiencies were observed with the needle mechanism components. The investigation found no issues that would result in the reported needle deploying early event. Inspection of the download data found that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open, resulting in the 0x40 alarm. The pulse width values did not change in tandem with the failure to transition, indicating that a drive stall did not occur. Inspection of the fluid path found fluid leaking from the front of the soft cannula nailhead. All three batteries were found to have sufficient voltage and no evidence of any corrosion or fluid ingress was observed inside the device. No corrosion or evidence of fluid contamination was observed on the commutator cap that would indicate fluid contact in the rotational sensor assembly. No damages or deficiencies were observed to the commutator cap that would contribute to a rotational sensor malfunction or 0x40 alarm. The rotational sensor malfunction resulted in the 0x40 alarm. The exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.